Event description:
It was reported that during preparation for a water vapor therapy procedure, there was not enough irrigation during priming. The flow of the liquid that was instilled was very weak and the visualization not safe enough for treatment. The device was disconnected and reconnected and the generator was re-started to resolve the issue. There were no patient complications; however, the physician decided to re-schedule the procedure. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Due to the lack of product return, the reported clinical observations could not be confirmed.

Event description:
It was reported that during preparation for a water vapor therapy procedure, there was not enough irrigation during priming. The flow of the liquid that was instilled was very weak and the visualization not safe enough for treatment. The device was disconnected and reconnected and the generator was re-started to resolve the issue. There were no patient complications; however, the physician decided to re-schedule the procedure. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.